Manufacturer narrative:
Fsca: 2182269-04/16/24-001-r. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The length of the dilator did not meet the length tolerance specifications, and when inserting the dilator into the sheath it was noted that the dilator was not long enough to exit the distal tip of the sheath. The root cause of this issue was determined to be a manufacturing issue.

Event description:
During the procedure, it was noted that the dilator was not long enough for the sheath. The device was replaced to resolve the issue without adverse patient consequences.